Manufacturer narrative:
A4 patient weight was added to the report.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results/ method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient's ipg stopped communicating with external devices following an unrelated surgery in 2019. A manufacturer representative met with the patient and determined that the ipg is inoperable. In turn, patient may undergo surgical intervention at a later date to address the issue.